Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx aortic valve has been placed under evaluation/consideration for a valve-in-valve procedure after an implant duration of 4 years, 9 months due to unknown reasons.

Manufacturer narrative:
H3: customer reports of stenosis and regurgitation were confirmed through observed rolled leaflets due to host tissue overgrowth and calcification. X-ray demonstrated wireform intact and moderate calcification on leaflets 1 and 2 and minimal on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate at the outflow aspect. The free margins of leaflets 1 and 3 were rolled towards the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue fused leaflets 1 and 3 by approximately 8mm at commissure 1, leaflets 1 and 2 by approximately 5mm at commissure 2, and leaflets 2 and 3 by approximately 6mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture holes were observed around the valve sewing ring. Sewing ring was partially cut around leaflet 2 and exposed metal band. Multiple pledgets were observed on host tissue overgrowth near leaflet 3. Updated sections: b2, b5, b6, b7, d4 expiration date, d6b, d9, e1 contact, g3, g6, h2, h3, h4, h6 component code, health effect - impact code, health effect - clinical code, device code(s), and type of investigation. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 4 years, 10 months due to severe stenosis and mild regurgitation. Product evaluation confirmed fused leaflets, moderate calcification on leaflets 1 and 2, moderate host tissue overgrowth on leaflets 1 and 3. The patient presented with palpitations and shortness of breath. The explanted valve was replaced with a 29mm non-edwards valve with no complications. Patient was discharge to home on pod#7. Per medical records the patient was being worked up for new onset atrial flutter and the pre ablation tee diagnosed severe mitral stenosis severe pulmonary htn . Per the op note finding the native remnant anterior leaflet of the mitral valve was scarred onto the prosthetic valve causing subvalvular stenosis. The patient underwent resection of the native anterior mv leaflet, redo mvr and a maze procedure.